Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, physician observed that the device tines were being pushed out from the cup during contrast injection. The tether was still locked and the deployment button had not been pressed. The ipg, however, was successfully implanted with good threshold, sensing and impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.